Event description:
Boston scientific received information that during a follow up visit, the patient with this right ventricular (rv) lead reported feeling unwell. Interrogation of this lead and isometric maneuvers were performed. When the arm was raised, a "noise" was heard. One month later, interrogation revealed similar issues. The reason for oversensing was not determined, however it was thought this lead was dislodged. A follow up visit has been scheduled in the near future to further evaluate this lead. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. When additional information has been obtained, this event will be updated.